Manufacturer narrative:
The device was returned for evaluation. During evaluation, the device showed the following areas of damage: the light guide lens was scratched; the distal end adhesive was chipped; the distal end cover was scratched; the bending section cover adhesive showed separation; the connecting tube was scratched and wrinkled; the air/water cylinder nut had peeling paint; the suction cylinder nut had peeling paint; switch button 1 had a hole; the universal cord was scratched and wrinkled; and the connector plug unit had damaged housing. During functional testing, the device was found to have excess play in the directional knob and the angulation control did not meet with specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
An olympus medical field service engineer performed maintenance of an evis exera iii gastrointestinal videoscope at the customer site. During inspection, the field service engineer found the light guide lens had sediment that could not be removed. No adverse effects to patient reported.